Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by "2-0 suture foil in vp 2421 packaging" 2-0 size of suture was found in one of the foils of vp2421 which is a number 1. What is the lot number? Lot-t7021. Please connect with sales representative and ask additional information regarding please provide lot numbers of both codes. Vp2421-t7021, vp2382-lot number not available on product slip. Was the event identified after opening of sealed (dozen) ceco box./or the box was provided in open condition by pharmacy? Identified after a foil was opened. Was foils of vp2382 observed in the ceco box of vp2421? The suture of specification vp2382 was found inside the foil of vp2421. How many foils/sutures observed in vp2421? One foil. Was the primary packing (zipper trays) observed after opening of foils? Zipper tray was of vp2382 inside the foil of vp2421. How many sutures got affected/broken? One. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was noted to have poor tensile quality and a 2-0 suture foil in incorrect package. No reported patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Evaluation: we received 1 ea of complaint sample foil for code along with zipper lid for code vp2382. Suture and needle was not returned along with complaint sample. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. All 24 ea of retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were opened and checked for desired code lot foils and all the foils were found to match. The foils were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and all the zipper lids were inspected visually and found to be of code vp2421. All the sutures and needles were found intact. The sutures were physically inspected for any attribute defects. No defects were observed. The needles were inspected for any attribute defects. No defects were observed. The retain samples were tested for knot pull tensile strength and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. As the complaint is related to assembly incorrect component batch manufacturing record checked for line clearance and found that during the manufacturing of the code vp2421 packing material of code vp2382 were not present in same area. Upon further investigation it has been evident that code vp2382 was not manufactured in same area while complete manufacturing of code vp2421. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance: breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample at release was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.